Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the data files and device, balloon catheter 2af283 with lot number 44873-92, were returned and analyzed. Data file analysis produced no system notices on the date of the procedure. Visual inspection of the catheter showed blood inside the catheter. Smart chip verification indicated the catheter was used for thirteen injections. Dissection and pressure testing showed a guide wire lumen kink, twist and breach at 1.37 inches proximal from the tip and a guide wire lumen kink and twist at 0.82 inches proximal from the tip. In conclusion, the reported issue of the mapping catheter being stuck in the guide wire lumen has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire kinks, twists and a breach. (B)(4).

Event description:
It was reported that at the end of a cryo ablation procedure, while the physician was testing output, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. When the physician checked the catheter it was noted that the mapping catheter was stuck in the guide wire lumen. Being that this occurred at the end of the procedure, no products were replaced and the procedure was completed with cryo. The device subsequently tested out of specification during the manufacturer&#62688;analysis. No patient complications have been reported as a result of this event.